Manufacturer narrative:
(B)(4). The device was not returned for evaluation, and the lot number was unknown therefore no batch review could be performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up MDR will be sent. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
This is a case report received by a baxter (B)(4) account manager from barnsley hospital. It was reported that an aquaset set was involved in a blood leak incident during patient therapy. During treatment on the aquarius, a pool of blood (about the size of a palm of a hand) was noticed on the floor. The technician advised that as the aquarius machine had passed self-test, it was safe to use. There was no patient/user/other person's injury reported or medical intervention reported. The sample was not available for evaluation.